Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's shock-like symptom was determined to be phrenic nerve stimulation from the right ventricular (rv) lead. Output to the lead was decreased and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.